Event description:
The reporting nurse provided additional informaiton. An anterior vitrectomy was performed.

Event description:
During intraocular lens (iol) implant surgery, the haptic was damaged while trying to manipulate the lens in the eye. The haptic broke off while removing the iol from the eye. The surgeon felt the eye was too traumatized by the removal of the lens and did not replace the iol. The pt will return at a later date for the implantation of the iol. Additional info has been requested.